Event description:
On 14:28, (B)(6) 2016. Patient called to report "product problem" attributed to the freedom 1200 tubing (lot 1.212/13; expiration 2018-08) shipped to the patient (B)(6) and delivered via fedex (B)(6) 2016. ((B)(6)) the patient prepared his 50ml dose of hizentra as usual, drawing the medication into a 60ml syringe, attaching the freedom tubing, sub-q quadfurcated set, and placing the syringe into the freedom 60 syringe infusion pump. According to the patient, "about 1 hour into the process, medication was squirting out at the top of the freedom tube." The patient replaced the tubing (he had extra tubing) to complete his infusion, but estimates that he lost about 20% (10ml) of his infusion.